Manufacturer narrative:
(B)(4). The device history review for product auto end05 ml, lot number 73h1500014 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips loaded incorrectly and could not be fired. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Sample 1 (used sample): sample received unpacked/used. Visual inspection revealed that the device knobs were partially misassembled. The jaws of the returned device were found to be partially closed. No clips could be visually detected on the inside of the jaws. Sample 2 and 3 (unused): samples were received with all their original packaging material. Sterility was found intact. Sample 1: the trigger of the returned sample was activated and it was observed that the jaws came back to their normal positions. The device was fired several times in order to feel and hear the firing mechanism. Although the device seemed to work correctly as the jaws opened and closed as expected, the ratchet sound could not be heard while activating the trigger. No clips were found to be left inside of the unit. The unit was disassembled in order to be visually inspected internally; immediately after opening the device, a significant amount of dark particles were found to be all around the inside area of the part. After carefully inspecting all the internal components, the trigger was found to be broken; this is consistent with the fact that the normal ratcheting sound could not be other remarks: heard while activating the firing mechanism. The broken parts from the trigger were found within the inside of the device frame. As the complaint alleges problems during firing, special emphasis was made to the feeder component, but no discrepancies could be detected. All components were found to be complete and correctly assembled. Sample 2: the device was activated in order to test the firing mechanism. No problems were found during the testing; a total of 14 clips were found inside of the device. The minimum quantity of clips should have been 15 clips. Sample 3: the device was activated in order to test the firing mechanism. A total of 15 clips were found inside the device. A total of 3 clips broke during the firing cycle. For the missing clip issue: a vision system was implemented in the production line in order to verify at 100% the presence of the clips inside the devices. This improvement has been validated thru test method validation (tmv) (B)(4) and will be incorporated into manufacturing procedure (B)(4) thru (B)(4). For the broken clip issue: supplier corrective action request (scar) (B)(4) was issued to the clip supplier in order for the broken clip issue to be addressed. Sample 1: based on the fact that the returned device was received without any clips left, the alleged misfiring failure could not be confirmed. The broken trigger suggests that the user applied an excessive force to the device, which led to the trigger breakage and knob partial disassemble (due to the pressure applied to the spring within the knob). Sample 2 and 3: failures have been confirmed and addressed.

Event description:
Alleged event: the clips loaded incorrectly and could not be fired. The patient's condition was reported as fine.